Event description:
Customer reported that something red was found inside the (second) 60ml syringe. The syringes were clean, and anesthetic had been drawn. The red substance was noticed in the operating room before drawing the anesthetic.

Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. However, sol millennium decided to open a supplier corrective action request to the supplier for further investigation of the issue. All actions will be followed in the scar number: 20250301. Once the scar report is available a detailed corrective action will be shared. This report was initially submitted on 04/16/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct all manufacturer contact office information provided in the initial MDR [3014312726-2025-00071]. The previously reported was incorrect. The correct manufacture contact information is below; (B)(4), qa engineer, sol-millennium medical inc 311 s. Wacker dr., suite 4100 chicago, il 60606 united states (B)(4).